Event description:
The customer reported a front panel blackout (the offset adjustment), during service/maintenance involving an olympus hight flow insufflation unit. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.